Manufacturer narrative:
The device has been returned and is pending evaluation. The root cause cannot be confirmed at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail failed to distract two weeks post-op. The patient was taken in to the operating room to perform another osteotomy and after, the nail continued to fail to distract. No patient adverse event was reported.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product showed no visible damages present on the nail. The nail was partially distracted. X-ray images of internal components revealed a broken ball bearing. The length of the nail at time of receipt measured at 278.71 mm. The nail was functionally tested and was unable to distracted and retracted with both the external remote controller (erc) and high-speed magnet which confirmed the reported failure mode. Upon dismantling the device, corrosion was seen on the radial bearing. The manufacturing x-ray image showed the ball bearing and end keeper were seated properly in the housing body. Device records review: a review of the device history records (DHR) confirmed the device passed all quality inspections and specifications prior to release.

Event description:
Additional information has been provided.